Event description:
It was reported by the physician that the pt was having an increase in seizure due to a possible battery depletion of the generator. Info received to date does not indicate an eri-flag has been observed. Calculation of battery life based on programming history available indicates that the battery has 0.63 years until eri=yes. Good faith attempts to obtain additional info have been unsuccessful to date. The pt is expected to have surgery to replace the generator. The cause for the increase in seizures is unk at this time. It is unk what the relationship of the device is to that of the increase in seizures.